Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was missing scale printing. This was discovered before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that no scale printing on the syringe.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was missing scale printing. This was discovered before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that no scale printing on the syringe.

Manufacturer narrative:
H.6. Investigation summary: two photos of the top and bottom view of a fully sealed blister pack from batch 8340922 (p/n 309628) were received and evaluated. It was observed the syringe inside the package contained no visible scale markings, which was rejectable per product specification. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8340922 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
D.10. Device available for eval? Yes, d.10. Returned to manufacturer on: (B)(6) 2020. H.3. Device returned to manufacturer: yes, h.3. Device eval by manufacturer: yes. H.6. Investigation summary: two photos of the top and bottom view of a fully sealed blister pack from batch 8340922 (p/n 309628) were received and evaluated. It was observed the syringe inside the package contained no visible scale markings, which was rejectable per product specification. One opened package, confirmed to be from batch #8340922 (p/n 309628), was received. The package contained a single 1ml ll syringe. The barrel had no scale markings printed. The sample appeared to be the same one as depicted in the photos previously provided batch 8340922 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the missing scale defect is associated with the marking process. Rationale: no corrective actions are necessary based on the defective rate identified. H3 other text : see h.10

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was missing scale printing. This was discovered before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that no scale printing on the syringe.